Manufacturer narrative:
The quik-combo cable was not returned with the device, therefore damage to the cable could not be verified nor could root cause be determined. Physio-control evaluated the device and verified the reported issue with the therapy connector. The therapy connector and rear case were replaced. After repairs unrelated to the reported issue were complete, the device passed functional and performance testing and was returned to the customer. The root cause was unable to be determined.

Event description:
The customer contacted physio-control to report that their device therapy connector and quick-combo® cable were "broken". In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device therapy connector and quick-combo® cable were "broken". In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.